Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
New information notes that there was also loss of capture on rv lead.

Event description:
New information notes that the lead was explanted and replaced. No further information was available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that elevated capture threshold, decreased sensing were observed and failed to sense during dft testing. Lead will be explanted and replaced.